Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported during maneuvering of the guidestar to achieve the ripv, the pull wire broke (curve mechanism of the handle) and the sheath didn't deflect anymore. There was a 60 minute delay in the procedure, the physician attempted to reach the vein using the heliostar catheter deflection with no success. The procedure was completed successfully when both the catheter and sheath were removed and replaced. No adverse patient effects reported. No additional information available.

Manufacturer narrative:
The device was used for treatment. The device was not returned for evaluation, as a result, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, the following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections before shipping to the customer. Per manufacturing procedure (destino twist steerable guiding sheath handle assembly) sample size: 100%. Deflect the handle assembly using the deflection knob to assure that the completed product deflects as required. Per qa procedure (destino steerable guiding sheath in-process and final inspection): · deflection test is performed 100% by manufacturing personnel as per procedure and inspected by quality personnel at an aql level (sample size: ansi z 1.4, gen level I, normal, aql 1.5). · for unidirectional models, verify the deflection knob is set to 0. Place the deflection section of the device on the applicable template as shown in figures below and deflect the device until the curve falls within the applicable deflection template. Verify the device can deflect to 170° (nominal 180° - 10°) on half the template. The instructions for use (IFU) informs the user: preparing steerable sheath for insertion: · verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to deflecting and straightening the steerable sheath" for instructions. General use of the steerable sheath: · do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Deflecting and straightening the steerable sheath: · twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. · when the desired deflection point or site access is achieved, stop turning the deflection collar. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.